Event description:
The user facility reported that after a processing cycle was completed in the v-pro 1 sterilizer, a hospital employee retrieving a scope from the top tray of the sterilizer noticed two droplets that appeared to be water on the instrument tray wrapping. The employee proceeded to handle the tray and received burns to four fingers on both hands as the droplets were hydrogen peroxide. She was treated at the emergency department where she was given pain relief medication and examined by a plastic surgery specialist. The plastic surgery specialist stated that no further action was required. The user facility confirmed the employee is fine and has no sustaining injuries; she did not miss any time from work.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, gas leaking from internal seal was noted by consultant half an hour into the procedure. The consultant was able to continue with the procedure as trocar was used purely for stapling device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.